Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. The patient experienced a loss or change of therapy. The patient was feeling pain where their device was anchored at their tailbone, leg numbness from mid-calf down, and they woke up at 2:30am peeing themselves. The patient stated that this occurred on (B)(6) 2017 and the numbness was gone the next day but they were getting pins and needles in their leg that goes all the way from mid-though on the outside. The patient was still experiencing pain from the base of their spine down and over toward their spine. The patient has not peed themselves since, but they were dribbling and had bladder leakage (they were going better than they were though). The patient reported being in a car accident on (B)(6) 2017 and they slid on ice on (B)(6) 2017 and think they pulled something on their device. The patient noted being implanted for bladder retention. The patient would follow up with their healthcare professional (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as patient mentioned that they told their doctor about everything but they could not do appointment until (B)(6) 2017 as the medtronic representative would available to come. They would check the device and lead positioning or broken issues by x-rays on (B)(6) 2017 once the representative comes here.